Event description:
It was reported to tyco/kendall healthcare, that a customer had a problem with the dual lumen catheter. The customer reports "the tegaderm was noted to be wet, the site was undressed and the line flushed with a 5ml syringe. The line was noted to be leaking about 5-10cm from the butterfly wing down. The line was pulled and replaced."

Manufacturer narrative:
The customer reports that a device is not due to be returned for evaluation. An investigation is currently underway, upon completion, the results will be forwarded.